Event description:
Pain pump placed intraoperatively when pt admitted to pacu, it was observed that the "lock out" was not able to be set. Multiple attempts were made to engage lockout; each time pt received a dose of medication "(marcane)", lockout was finally able to be engaged.